Event description:
During a thoracic surgery, the device did not work properly anymore: it was impossible to open it when replaced, complete intra-op blockage in the axis, impossible to staple and cut.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? In fact it is very likely that the malfunction observed is related to a number of staplings greater than that recommended simply ¿. It started again on the following procedure where I used more than 13 rows of staples. After reading the leaflet it turns out that it is reported but I did not or no longer had this info in mind. There were no consequences for the patient. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number c9ea81, and no non-conformance's were identified. Manufacturing date: jun 10, 2024. Expiration date: may 31, 2027. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. Corrected data: d4: UDI. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #125d49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the joint cover damaged and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 125d49, and no non-conformances were identified.